Event description:
It was reported that during implant of the right ventricular lead, the lead could not be successfully placed. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.